Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted. As the customer did not have any additional cartridges available, a previously attempted cartridge was re-loaded and insulin delivery was able to be resumed successfully and without issue.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.